Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The malfunction was duplicated and attributed to extreme liquid damage on internal boards and gaskets. Liquid ingress was established as the source of the damages. The device was determined unrepairable and was returned to the customer labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.